Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 9/24/2021. H6: investigation: customer returned a total of 12 used 4mm, 32 gauge nano pro pen needles from lot 0231156. The shelf carton associated with these pen needles was not returned, so no investigation into the reported discrepancy between the lot number on the shelf carton and the teardrop labels on the pen needles could be made. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of mixed product.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us had incorrect label information. This occurred on 12 occasions. The following information was provided by the initial reporter: it was reported by the consumer, the needle point was dull, needle pain was experienced and mixed product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us had incorrect label information. This occurred on 12 occasions. The following information was provided by the initial reporter: it was reported by the consumer, the needle point was dull, needle pain was experienced and mixed product.